Event description:
Per the clinic, it was reported that the patient was placed under general anesthesia (specific date not reported) in order to replace the abutment.

Event description:
Per the surgeon, the patient experienced skin overgrowth at the abutment site, and was treated with a topical steroid cream. The implanted device remains.